Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman truseal access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (delamination). Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a kink occurred. A watchman truseal access system (was) was positioned during a left atrial appendage (laa) closure procedure. Three watchman laa closure device & delivery system (wds) were used. These closure devices were deployed and fully recaptured; first a 30mm closure device and then a 33mm closure device. Then another 33mm closure device was attempted. Upon the last recapture of this closure device, resistance was felt and a kink to the access system was noted. The procedure was aborted and no closure device was implanted. No patient complications were reported.

Event description:
It was reported that a kink occurred. A watchman truseal access system (was) was positioned during a left atrial appendage (laa) closure procedure. Three watchman laa closure device & delivery system (wds) were used. These closure devices were deployed and fully recaptured; first a 30mm closure device and then a 33mm closure device. Then another 33mm closure device was attempted. Upon the last recapture of this closure device, resistance was felt and a kink to the access system was noted. The procedure was aborted and no closure device was implanted. No patient complications were reported.